Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) it was first noted that the right ventricular lead impedance and capture thresholds measurements were rising. On (B)(6) 2016 the patient presented to the emergency room experiencing palpitations. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture, high thresholds and high impedance. A fluoroscopy was performed but not abnormalities were noted; the physician suspected the lead was fractured. The lead was successfully capped and replaced.